Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and congestive heart failure. The blood glucose reading was 715 mg/dl. It was stated that the customer did not have supplies to troubleshoot the insulin pump. No further information was provided.